Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the anterior gripper would not lower while cycling the lock. Troubleshooting was performed successfully and then later in the procedure the anterior gripper would not raise. The clip was removed and a replacement mitraclip was implanted successfully. The final mr was reduced to grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.